Manufacturer narrative:
Lift here label missing.

Event description:
It was reported by service report that the lift here label was missing from the cot. The customer could not determine whether there was pt involvement or adverse consequences occurred.